Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Lead returned stretched and with the helix was damaged/bent and stretched. Visual analysis also found inner insulation breached, extrinsic pulled/stretched/ overstress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, there was high threshold on the right atrial (ra) lead. The lead was taken out and it was noted the head of the lead cannot be turned into a spin. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.